Event description:
It was reported that during a coronary artery interventional procedure, a wire detachment occurred. The lesion being treated was located in the tortuous right coronary artery (rca). Following advancement of the 185cm pt2 guide wire into the rca, a 2.5 x 28mm non-bsc stent delivery system was advanced unsuccessfully. A 2.5 x 20mm non-bsc balloon was then used for dilation, and the 2.5 x 28mm stent was then advanced again unsuccessfully. Another 2.0 x 15mm non-bsc balloon was then advanced, with several more unsuccessful attempts to advance multiple non-bsc stent delivery systems. Approximately 1.5cm of the pt2 guide wire broke off and remains in the distal rca. Attempts were made to advance another wire, catheter, balloon and microsnare to retrieve the wire fragment, however, these were unsuccessful. An attempt was made to advance a stent delivery system to the wire fragment to secure it, however, that was unsuccessful. The wire fragment remains in the distal rca. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.